Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following bilateral intraocular lens (iol) implant procedure, the patient developed bilateral symptoms of inflammation, glaucoma, loss of iris pigment and the patient could not be removed from steroid use due to the inflammation. The patient tested positive for tb and negative for uveitis. Additional information was provided by the physician, who reported that the patient had experienced prolonged uveitis, iris pigment loss and glaucoma. There are two medical device reports associated with this patient. This report is for the left eye.